Manufacturer narrative:
No investigation, such as a system log review, could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Note: - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): learning curve in robotic rectal cancer surgery: a national two-centre study 10.4103/jmas.jmas_179_23 gabarski-2025-learning curve in robotic rectal.pdf. Https://doi.org/10.4103/jmas.jmas_179_23

Event description:
A review of the article reported the following adverse event. Complications were reported in 5 patients: 2 developed prolonged postoperative ileus, anastomotic leak occurred in 1 case, and conversion occurred in 2 patients due to anatomical features and technical difficulties in t4 tumors. Intuitive surgical, inc. (Isi) followed up with the corresponding author who confirmed there were no complications induced by the da vinci system and no malfunctions occurred during the procedures.